Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor pins were found to be partially dislodged. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Recall number: 2531779-03/24/2010-003-r. (B)(6).